Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to press. The customer's blood glucose value was unknown. Customer stated insulin pump screen harder to read and had no delivery alerts. Customer also stated insulin pump had crack and changing battery every seven days. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had cracked lcd window, cracked battery tube threads, cracked case at display window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.